Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the complaint device is not being returned, therefore is unavailable for a physical evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy synthes mitek complaints system revealed 5 similar complaints and 3 dissimilar complaints for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions. Associated medwatch: 1221934-2018-53379.

Event description:
It was reported by the sales rep that during a shoulder repair that the customer's irrigation tubeset, vue, one day set slowly filled up during the procedure. The sales rep checked the connector and found it to be tight but changed out the tubeset anyway. The surgeon completed the procedure with a second same type device with no patient consequences or delay. The sales rep reported that the second set filled up slowly again going past the fill line but the surgeon was able to finish the case with the second set of tubing as at that point he was near the end of the case. This happened twice the next day which is captured in two other complaints.